Manufacturer narrative:
The sections have been updated accordingly: as reported, the physician was advancing then wire with cath tempo 4f str 65cm 5sh flush to cephalic arch, but it was unable to go down due to the acute bend, then this catheter was kinked inside, wire came out from the side hole. Eventually able to retrieve out successfully, nearly snap off. No patient injury was reported. Additional information has been requested. The device was not returned for analysis. A device history record (DHR) review of lot 17380960 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent - in-patient¿ and ¿catheter (body/shaft) cracked - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the kinked/bent and cracked condition could not be determined. Based on the limited information available for review, vessel characteristics (unable to go down due to an acute bend) and procedural/handling factors may have contributed to the kinked/bent and ¿nearly snapped off¿ condition reported. According to the instructions for use, which is not intended as a mitigation, ¿exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician was advancing then wire with cath tempo 4f str 65cm 5sh flush to cephalic arch, but it was unable to go down due to the acute bend, then this catheter was kinked inside, wire came out from the side hole. Eventually able to retrieve out successfully, nearly snap off. No patient injury was reported. Product will be returned for analysis.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17380960 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted upon receipt.

Event description:
As reported, the physician was advancing then wire with cath tempo 4f str 65cm 5sh flush to cephalic arch, but it was unable to go down due to the acute bend, then this catheter was kinked inside, wire came out from the side hole. Eventually able to retrieve out successfully, nearly snap off. No patient injury was reported. Product will be returned for analysis. Additional information has been requested.